Manufacturer narrative:
Manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged catheter dislodgement as no objective evidence has been provided to confirm any alleged deficiency with the cuff. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. (Expiration date: 12/20).

Event description:
It was reported that some time post dialysis catheter placement, the catheter allegedly became dislodged with exposure of the cuff. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged catheter dislodgement as no objective evidence has been provided to confirm any alleged deficiency with the cuff. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. H10: d4 (expiration date: 12/20), g4 h11: h6 (results, conclusions) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post dialysis catheter placement, the catheter allegedly became dislodged with exposure of the cuff. There was no reported patient injury.

Manufacturer narrative:
Manufacturer review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged failed tissue ingrowth as no objective evidence has been provided to confirm any alleged deficiency with the cuff. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. (Expiration date: 12/2020).

Event description:
It was reported that some time post dialysis catheter placement, the cuff allegedly failed to adhere to the tissue which resulted in catheter dislodgement. There was no reported patient injury.